Event description:
It was reported that the customer encountered some glitches with the cartridge failing. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional information was available about the outcome of the event.